Event description:
No injury regarding alleged head section. Pt was removed prior to any incident. Head of articulating frame was bent. The sliders were out of the extrusion. Replaced head section (weldment), head sensor links and extrusion, slider pivots.